Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the pressure became dull and difficult to monitor. An alternate arterial pressure signal was obtained from the radial artery. There was no patient injury or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extender and pressure tubing were also returned. One kink was found on catheter tubing and inner lumen near the y-fitting approximately 71.4cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. This can cause difficulty monitoring the waveform. The evaluation confirmed the reported problem. We are unable to determine when the kink may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the pressure became dull and difficult to monitor. An alternate arterial pressure signal was obtained from the radial artery. There was no patient injury or adverse event reported.

Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the pressure became dull and difficult to monitor. An alternate arterial pressure signal was obtained from the radial artery. There was no patient injury or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the pressure became dull and difficult to monitor. An alternate arterial pressure signal was obtained from the radial artery. There was no patient injury, or adverse event reported.